Event description:
Upon review of the da vinci si system log review, an intuitive surgical inc. (Isi) representative observed an 23022 error message indicating that a brake fault on a patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm 3 was replaced. There was no report of patient involvement or adverse outcomes

Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake test. The affected psm was replaced. The axis-2 was replaced to correct the problem. The arm was upgraded to (B)(4). Both axes 1 and 3 brakes were replaced as well as it's shaft, gear, and bearings. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to thisreported event. This complaint is being reported due to the patient side manipulator (psm) failing the weighted brake test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.